Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h6: health effect clinical code: 2140 (to capture hm-glare-persistent and hm-visual disturbance-dysphotopsia-persistent). Section h3-other (81): the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that immediately after the implantation surgeries, the patient was seeing various colored circles, and the light from cars and lampposts appeared full of circles and reflections, hindering my vision, especially at night. This prevents the patient from driving his car after sunset. The doctor mentioned that he was in an adaptation phase. The patient returned 30 days later, still experiencing the same issue, and the doctor assured the patient that it would improve. Around 60 days later, the patient reported the same problem, and the doctor stated that the patient would eventually adapt. The patient reports that he is completely dissatisfied with the product and face a significant risk in considering a lens replacement, with the prospect of settling for a limited and distorted vision. At 53 years old, he can no longer travel at night, and his job depends 100% on mobility. The patient finds it challenging to be in well-lit environments without the use of very dark sunglasses. Without them, the patient's vision becomes significantly blurred during the day, and watching tv at night becomes almost impossible. The patient can also see the rings of the intraocular lens when he looks at any light source at night. It was learned that irrespective of the precautions that the patient takes during daylight hours, he is compelled to work in artificial light conditions. Even in spaces with indirect natural light, his vision tends to blur. Consequently, he has adapted to working in a room with closed windows and artificial lighting, which is the best adaptation. Evenings present a considerable challenge. Glaring lights from other vehicles and street lamps cause substantial discomfort. As a result, the patient had to give up his routine of traveling in the late afternoon and evening. Reading a restaurant menu at night has become an arduous task. The patient noted that the situation has not improved (everything remains the same). In fact, it has led to a growing sense of limitation in his daily life. But still he has not received a recommendation for removal due to the risk of worse consequences. There is no action plan due to the associated risks involved. No other information was provided. The patient had bilateral lens implantation. This report is for the left eye. A separate report will be submitted for the right eye of the patient.